Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "inflammation", "folds", "waves", "rotation", "capsular contracture baker grade IV", "breasts are very hard deformed and painful to touch", "pain". This record is for left side. The device was explanted.